Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid videoscope transmitted images with colored stripes and had a loosened grip on the device. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection. The reported failure¿transmission of images with colored stripes¿was confirmed. However, a loose grip on the device was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: colored stripes appeared in the image, and as a result, no image was displayed. Based on the results of the investigation, it was likely that the malfunction was caused by a component failure. The most probable cause was a broken video cable. However, a definitive root cause related to the loose grip on the device could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.